Manufacturer narrative:
An evaluation of the of the device history records found no manufacturing, processing or design related irregularities. Both occipital plate assemblies were found to be properly manufactured and released in accordance with the device master record. Testing indicated that the most likely root cause of the failure was non-axial alignment of the set screw to screw body during the insertion/tightening process. While performing posterior occipito-cervical fusion cases, often times the occipital plate is mounted on the occiput of the patient, far inferior and as close to the fixated cervical level as possible, resulting in upwards of a 90° bend in the rod. In most patients, the anatomy of the shoulders can present a difficult approach to directly access the attachment features of the occipital plate. With the avalon plate, there are 3 unique degrees of freedom that allow for movement of the attachment point to the rod. This is intended to help mitigate a sometimes difficult approach. When patient anatomy and/or the extreme contours of the rod cause a straight approach to be difficult, the hexalobe driver can be easily misaligned during set screw placement. When this occurs, the set screw can often become cross threaded causing damage to the plate assembly or the set screw itself.

Manufacturer narrative:
The returned occipital plates are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
After placing the rod into the left side of the 56mm avalon plate, set screws were installed and tightened, splaying the "tulip" repeatedly. The plate was removed and another 56mm plate and rescue screws installed. This time, the rod on the left side went in fine but the rod on the right had the same splay issue. In both occurrences it appeared to be the right half of the tulip which splayed. The exchange of occipital plates caused over a 30 minute delay in the case.